Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit after this event the field service engineer (fse) stated the customer had noted error previously but was able to restart system and continue. Logfile review shows that there were other occurrences of scanner error. The scanner components were replaced and alignment of all components were performed. The system meets specification. The reported scanner error could be confirmed. The most likely root cause for the occurrence of scanner error message is a faulty scanner. The root cause for over correction could not be identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a scanner error during a laser procedure. The patient was found to be over corrected in the left eye postoperatively. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.